Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# v007181, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 389033, serial/lot #: (B)(4), ubd: 11-may-2010, UDI#: (B)(4); product ID: 389033, serial/lot #: (B)(4), ubd: 11-may-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been having this intermittent burning sensation in his lead insertion site for a long time. The burning sensation felt close to his leads, so his health care provider thinks that something is going on with his leads and that the leads may be leaking electricity. The patient noted that he has had this little sore that popped up around the implant site, but it had pretty much healed up. The patient had the implant replaced due to normal battery depletion, but they were the original leads, so they are old. Other than that, the patient is unaware of any factors that could have contributed to the issue. When the health care provider read the patient¿s implantable neurostimulator two weeks prior to the report at the physician¿s office, the clinician programmer read ¿call manufacturer. ¿ the patient turned therapy off, and when therapy is off, the patient does not get a burning sensation. The patient wanted to be reprogrammed to see if he could get more pain relief and to determine if the burning sensation would come back. The patient was advised to turn stimulation off if the burning sensation comes back. At the time of programming, the burning had not returned. The issue appeared resolved at the time of the report. No surgical intervention was planned or performed to resolve the issue. There were no further complications reported or anticipated.